Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device was reported to have been discarded at time of revision procedure. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5080256) that a patient underwent a tenodesis surgery on their right shoulder on (B)(6) 2017. The fiberlink suture was passed through the torn biceps tendon and then fed through the eyelet of an arthrex swivelock anchor and seated into the pilot hole on the proximal humerus. Eleven months post-op, the patient had a sudden pain/spasm in their right shoulder. Imaging tests revealed numerous "loose bodies" in the front and back of the patient's shoulder joint. On (B)(6) 2018, an arthroscopic procedure was performed for removal of the foreign bodies. The broken fragments of the screw were removed via three holes in the patient's shoulder. The biceps tendon was noted to be absent. The screw was unstable and defective. Seven weeks post-op from the second surgery, the patient is still experiencing severe pain and spasms with greatly decreased strength in the right arm. No function to biceps long head deformity and permanent deformity. Additional information provided 11/15/2018: the patient has provided scanned arthroscopic photos. The scans show the ¿foreign bodies¿ floating in her shoulder. This failed device has caused her biceps to slip off the humerus and so it is non-functional. Patient has been having intense spasms ever since early (B)(6). It may be necessary to have another operation if this does not resolve. The surgeon advised that there may be more pieces in the shoulder joint. Patient's arm is weak, painful and looks deformed.